Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when attempting to deliver a bolus for dinner, the customer did not have enough insulin in the cartridge to complete the recommended bolus amount. The customer's blood glucose (bg) level was 409 mg/dl. During the call with tandem's customer technical support (cts), the customer was able to load a new cartridge and stated a correction bolus would be delivered to address bg level.